Event description:
Healthcare professional reported after injection with juvederm ultra plus xc in the marionette lines patient developed "firmness on one side which... Proceeded to get harder and thicker nodules on both sides", accompanied by "soreness" at the injection sites. Patient was prescribed augmentin which though helpful in improving patient symptoms, resulted in a "yeast infection because the patient did not comply with [the healthcare professional's] instructions to take a 'probiotic' as well." Symptoms are unresolved but considered improving.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: adverse events. The most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.